Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the plastic part where the actual brush fits on had worn down so that the brush came off of the plastic head into his/her mouth. No injury was reported. Follow-up: the consumer removed the discoloration build-up but the brush top continues to be loose and does not stay on/falls off when in use.